Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Nxstage was contacted with questions regarding arterial air alarms during routine hemodialysis treatments. It was reported that during a previous treatment, arterial air alarms could not be resolved. Facility nurse stated that it was reported to her that the alarms occurred during rinseback following the end of the treatment. Rinseback was not fully completed resulting in an estimated 50cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no problem to suggest that a device malfunction occurred. Arterial air alarms occurring during rinseback are most likely caused by air introduced into the cartridge when the operator reconfigures the cartridge lines for rinseback. Device labeling includes appropriate instructions for configuring the cartridge for rinseback and for alarm troubleshooting. Facility nurse has provided additional training. There have been no similar problems reported subsequent to this event. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxtage medical considers this report closed. No additional info will be provided.